Event description:
It was reported that during service repair pre-testing it was discovered that the craniotome device had a "tip broken". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be mishandling. If additional information should become available, a supplemental report will be sent accordingly.